Event description:
Customer's mother reported that the insulin pump had a scratch across the screen and that it was difficult to read the bolus amount. She did not provide a blood glucose reading. Nothing further was reported.

Manufacturer narrative:
The pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.